Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033751) on 04-mar-2014. The most recent information was received on 18-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and abdominal pain lower ("severe pains in my lower abdomen that may begin as a piercing, stabbing pain and then turn into stabbing pains several times a month") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criterion disability), menorrhagia ("very heavy bleeding with quarter size or larger clots during periods"), menstrual disorder ("menstrual issues") and infection ("infections") and experienced fatigue ("fatigue"), feeling abnormal ("brain fog"), abdominal distension ("distended abdomen") and migraine ("migraines"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown, the abdominal pain lower and menorrhagia had not resolved and the fatigue, feeling abnormal, abdominal distension and migraine had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, fatigue, feeling abnormal, menorrhagia and migraine with essure. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2013 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 18-dec-2018: events menstrual issues, infection and persistent pelvic pain. This non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pains in my lower abdomen that may begin as a piercing, stabbing pain and then turn into stabbing pains several times a month. This event was considered serious due to disability and is listed in the reference safety information for essure. In this case, no alternative explanation was given. Considering the event's nature, a causal relationship with suspect insert cannot be excluded. The term disability was only mentioned as event outcome and the reporter did not specify it. Moreover, neither intervention nor hospitalization were reported, therefore this case was regarded as non-incident. Additionally, non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033751) on 04-mar-2014. The most recent information was received on 09-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') and abdominal pain lower ('severe pains in my lower abdomen that may begin as a piercing, stabbing pain and then turn into stabbing pains several times a month') in a 38-year-old female patient who had essure (batch no. 869755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, hematuria, vaginal discharge and hypothyroidism. Concurrent conditions included migraine, ovarian cyst, bloating, back pain, dysmenorrhea and hypertension. Concomitant products included levothyroxine (B)(6) 2012 to (B)(6) 2013 for hypothyroidism, sumatriptan succinate (imitrex df) for migraine as well as alprazolam, esomeprazole, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and pramipexole. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), menorrhagia ("very heavy bleeding with quarter size or larger clots during periods"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headache"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety mental anguish"), rash ("rashes or skin conditions type: rashes") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 year after insertion of essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion disability), menstrual disorder ("menstrual issues"), infection ("infections"), back pain ("lower back pain / middle of back pain"), urinary tract disorder ("bladder/urinary problems"), bladder disorder ("bladder/urinary problems"), cystitis ("bladder infection nos"), urinary tract infection ("uti"), vaginal infection ("vag. Infection") and vaginal discharge ("vaginal discharge") and experienced feeling abnormal ("brain fog") and abdominal distension ("distended abdomen"). The patient was treated with surgery (robotic assisted total la.paroscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, back pain, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved, the fatigue and migraine had not resolved, the feeling abnormal and abdominal distension had not resolved and the menstrual disorder, infection, headache, depression, anxiety, rash and dyspareunia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, fatigue, feeling abnormal, menorrhagia and migraine with essure. The reporter considered anxiety, back pain, bladder disorder, cystitis, depression, dyspareunia, headache, infection, menstrual disorder, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2013 and (B)(6) 2012, (B)(6) 2012 the number of expanded coils that appeared trailing into the uterine cavity was 3. Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on an unknown date: findings as described. No evidence for leakage of contrast through the fallopian tubes.; on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Events: bladder/urinary problems, bladder infections, uti, vaginal infections, vaginal discharge added. Outcome of the events pertaining to pain, bleeding and bladder/urinary problems updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') and abdominal pain lower ('severe pains in my lower abdomen that may begin as a piercing, stabbing pain and then turn into stabbing pains several times a month') in a 38-year-old female patient who had essure (batch no. 869755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, hematuria, vaginal discharge and hypothyroidism. Concurrent conditions included migraine, ovarian cyst, bloating, back pain, dysmenorrhea and hypertension. Concomitant products included levothyroxine30-aug-2012 to january 2013 for hypothyroidism, sumatriptan succinate (imitrex df) for migraine as well as alprazolam, esomeprazole, nsaids since 30-aug-2012, paracetamol (acetaminophen) since 30-aug-2012 and pramipexole. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), menorrhagia ("very heavy bleeding with quarter size or larger clots during periods"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headache"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety mental anguish"), rash ("rashes or skin conditions type: rashes") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 year after insertion of essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion disability), menstrual disorder ("menstrual issues"), infection ("infections"), back pain ("lower back pain / middle of back pain"), urinary tract disorder ("bladder/urinary problems"), bladder disorder ("bladder/urinary problems"), cystitis ("bladder infection nos"), urinary tract infection ("uti"), vaginal infection ("vag. Infection") and vaginal discharge ("vaginal discharge") and experienced feeling abnormal ("brain fog") and abdominal distension ("distended abdomen"). The patient was treated with surgery (robotic assisted total la.paroscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, back pain, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved, the fatigue and migraine had not resolved, the feeling abnormal and abdominal distension had not resolved and the menstrual disorder, infection, headache, depression, anxiety, rash and dyspareunia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, fatigue, feeling abnormal, menorrhagia and migraine with essure. The reporter considered anxiety, back pain, bladder disorder, cystitis, depression, dyspareunia, headache, infection, menstrual disorder, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2012 the number of expanded coils that appeared trailing into the uterine cavity was 3. Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on an unknown date: findings as described. No evidence for leakage of contrast through the fallopian tubes.; on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033751) on 04-mar-2014. The most recent information was received on 23-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') and abdominal pain lower ('severe pains in my lower abdomen that may begin as a piercing, stabbing pain and then turn into stabbing pains several times a month') in a 38-year-old female patient who had essure (batch no. 869755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, hematuria, vaginal discharge and hypothyroidism. Concurrent conditions included migraine, ovarian cyst, bloating, back pain, dysmenorrhea and hypertension. Concomitant products included levothyroxine (B)(6) 2012 to (B)(6) 2013 for hypothyroidism, sumatriptan succinate (imitrex df) for migraine as well as alprazolam, esomeprazole, paracetamol (acetaminophen) and pramipexole. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), menorrhagia ("very heavy bleeding with quarter size or larger clots during periods"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headache"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety mental anguish"), rash ("rashes or skin conditions type: rashes") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 year after insertion of essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion disability), menstrual disorder ("menstrual issues"), infection ("infections") and back pain ("lower back pain / middle of back pain") and experienced feeling abnormal ("brain fog") and abdominal distension ("distended abdomen"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower and back pain was resolving, the fatigue and migraine had not resolved, the feeling abnormal and abdominal distension had not resolved, the menorrhagia and vaginal haemorrhage had resolved and the menstrual disorder, infection, headache, depression, anxiety, rash and dyspareunia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, fatigue, feeling abnormal, menorrhagia and migraine with essure. The reporter considered anxiety, back pain, depression, dyspareunia, headache, infection, menstrual disorder, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2013 and (B)(6) 2012. The number of expanded coils that appeared trailing into the uterine cavity was 3. As per pfs date(s) of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on an unknown date: findings as described. No evidence for leakage of contrast through the fallopian tubes.; on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 04-mar-2014. The most recent information was received on 16-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') and abdominal pain lower ('severe pains in my lower abdomen that may begin as a piercing, stabbing pain and then turn into stabbing pains several times a month') in a 38-year-old female patient who had essure (batch no. 869755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, hematuria, vaginal discharge and hypothyroidism. Concurrent conditions included migraine, ovarian cyst, bloating, back pain, dysmenorrhea and hypertension. Concomitant products included levothyroxine 30-aug-2012 to january 2013 for hypothyroidism, sumatriptan succinate (imitrex df) for migraine as well as alprazolam, esomeprazole, paracetamol (acetaminophen) and pramipexole. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), menorrhagia ("very heavy bleeding with quarter size or larger clots during periods"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headache"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety mental anguish"), rash ("rashes or skin conditions type: rashes") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 year after insertion of essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion disability), menstrual disorder ("menstrual issues"), infection ("infections") and back pain ("lower back pain / middle of back pain") and experienced feeling abnormal ("brain fog") and abdominal distension ("distended abdomen"). The patient was treated with surgery (robotic assisted total la. Paroscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower and back pain was resolving, the fatigue and migraine had not resolved, the feeling abnormal and abdominal distension had not resolved, the menorrhagia and vaginal haemorrhage had resolved and the menstrual disorder, infection, headache, depression, anxiety, rash and dyspareunia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, fatigue, feeling abnormal, menorrhagia and migraine with essure. The reporter considered anxiety, back pain, depression, dyspareunia, headache, infection, menstrual disorder, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2013 and (B)(6) 2012 the number of expanded coils that appeared trailing into the uterine cavity was 3. As per pfs date(s) of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on an unknown date: findings as described. No evidence for leakage of contrast through the fallopian tubes.; on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs received. Lab data added. Concomitant medication added. Events : abnormal bleeding (vaginal), headache, psychological or psychiatric problems condition: depression, anxiety mental anguish, rashes or skin conditions type: rashes, dyspareunia (painful sexual intercourse), lower back pain / middle of back pain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033751) on 04-mar-2014. The most recent information was received on 09-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') and abdominal pain lower ('severe pains in my lower abdomen that may begin as a piercing, stabbing pain and then turn into stabbing pains several times a month') in a 38-year-old female patient who had essure (batch no. 869755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, hematuria, vaginal discharge and hypothyroidism. Concurrent conditions included migraine, ovarian cyst, bloating, back pain, dysmenorrhea and hypertension. Concomitant products included (B)(6) 2012 to (B)(6) 2013 for hypothyroidism, sumatriptan succinate (imitrex df) for migraine as well as alprazolam, esomeprazole, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and pramipexole. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), menorrhagia ("very heavy bleeding with quarter size or larger clots during periods"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headache"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety mental anguish"), rash ("rashes or skin conditions type: rashes") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 year after insertion of essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion disability), menstrual disorder ("menstrual issues"), infection ("infections"), back pain ("lower back pain / middle of back pain"), urinary tract disorder ("bladder/urinary problems"), bladder disorder ("bladder/urinary problems"), cystitis ("bladder infection nos"), urinary tract infection ("uti"), vaginal infection ("vag. Infection") and vaginal discharge ("vaginal discharge") and experienced feeling abnormal ("brain fog") and abdominal distension ("distended abdomen"). The patient was treated with surgery (robotic assisted total la.paroscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, back pain, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved, the fatigue and migraine had not resolved, the feeling abnormal and abdominal distension had not resolved and the menstrual disorder, infection, headache, depression, anxiety, rash and dyspareunia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, fatigue, feeling abnormal, menorrhagia and migraine with essure. The reporter considered anxiety, back pain, bladder disorder, cystitis, depression, dyspareunia, headache, infection, menstrual disorder, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2013 and (B)(6) 2012, (B)(6) 2012 the number of expanded coils that appeared trailing into the uterine cavity was 3. Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on an unknown date: findings as described. No evidence for leakage of contrast through the fallopian tubes.; on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Events: bladder/urinary problems, bladder infections, uti, vaginal infections, vaginal discharge added. Outcome of the events pertaining to pain, bleeding and bladder/urinary problems updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.